Event description:
Incident occurred outside the us. During an ablation of a herniated intervertebral disk, the flexible jaw broke. The missing part remained in the patient. No further injury of the patient was reported. No revision surgery was performed. There was no prolonging of surgery.

Manufacturer narrative:
The information was forwarded from our manufacturer, aesculap ag in another country. The incident occurred outside the us. Comments: an initial product deviation was not found. The fracture of the jaw was caused by overload due to irregular use.